Manufacturer narrative:
The manufacturer has attempted to obtain access to the device for further investigation.

Event description:
During a transjugular liver access biopsy procedure, the clinician used the curved catheter coaxially through the introducer assembly with a wire to obtain access to the hepatic vein and then removed the curved catheter from the introducer. The introducer then backed out and was removed. The curved catheter was reintroduced coaxially through the introducer and wire was delivered through the curved catheter. The clinician reported he first attempted to use a j wire but it "wanted to go superior, not inferior", so he removed the j wire and inserted a glide wire. The clinician noted that the wire "went straight down ivc" indicating that there was an issue with the curved catheter. The clinician reported that the radiopaque tip detached from the curved catheter. The tip was safely retrieved and the procedure was completed with another unit.